Manufacturer narrative:
The unintended stimulation questionnaire was reviewed for potential causes of the reported issue. Based on this review, patient undergoing an MRI, patient experiencing a fall or engaging in strenuous activities, overextended or overexerted, changing the waa parameters, and patient going through an electrical discharge or being around other electro-magnetic sources have been ruled out as potential causes. The implanting clinician stated the reason for the shock is unknown. Per previous investigations conducted for the same reported issue, the following are potential causes of the event: placement of stimulator too near to the nerve. Not following IFU during activation of stimulator. Improper waa programming parameters. The discomfort sensation felt by the patient could be electrical sensation/paraesthesia. Stimulator migration.

Event description:
The device was explanted (unknown date) following the patient experiencing a shock. The device was implanted on the leg, and the shock was felt on the mouth. No further issues were reported.